Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their peritoneal dialysis treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 4 of treatment. The patient reported that there was a pin-sized hole in one of the supply bag lines on the side. The patient reported that the fluid leak was on the floor and not on the cycler. The treatment was subsequently cancelled as a result of the event. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) as they were unable to re-setup on their own. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient has had no missed treatments and is continuing their peritoneal dialysis treatment on the cycler with new supplies without issue. The lot number of the cassette is unknown. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.